Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: customer was experiencing high blood glucose. Customer stated that he had not eaten. Customer stated that he had used three sensors that were erratic and not performing as expected. The sensors were reading below the threshold suspend and the insulin pump did not alarm. Nothing further reported.

Event description:
Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: customer was experiencing high blood glucose. Customer stated that he had not eaten. Customer stated that he had used three sensors that were erratic and not performing as expected. The sensors were reading below the threshold suspend and the insulin pump did not alarm. Nothing further reported.